Event description:
Info rec'd indicates pt had a sling procedure. The sling was removed; details are unk. The pt had recurring incontinence and was implanted with and was implanted with an alternative device.

Manufacturer narrative:
The MFR and the model of the mesh system that was removed was not indicated. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.